Manufacturer narrative:
H.6 investigation summary: unconfirmed: no bd cause identified. The customer issued a complaint for difficult to activate problem detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Based on the batch history review, no cause which could result in a failure to activate could be determined. Only a fully pushed plunger rod can activate the ultrasafe. So it is natural that without pushing the rod fully (for whatever reason) ultrasafe had no chance to activate at all. See picture below from instruction for use: based on the verbatim, a small amount of dose was left in the syringe, therefore the problem observed by the end user cannot be attributed to ultrasafe device. Based on the photos the trigger finger covers of the body and the syringe capture features of body are not seen bent or damaged nor missing. The trigger fingers of the guard are not seen bent or damaged. Based on the photos there is no damage or missing features on the safety devices which could explain activation problem. H3 other text: see h.10.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard could not activate the safety guard the following information was provided by the initial reporter: the nurse experienced a feeling of that something was wrong when she should put the plunger in place. When she injected the dose she had to push hard since the plunger didn't move and the safety device didn't retract/activate, even though she had pushed the plunger all the way and taken the thumb off the plunger. She had to remove the syringe from the patient and pushed the plunger hard a couple of times before the safety device activated. When she looked at the syringe she noticed a small amount of the solution left in the syringe.